Event description:
It was reported that the device was implanted in 2009, and that the patient was revised due to recurring dislocations. The first dislocation occurred one month post-op, but it was repositioned manually. The second time was led by patient's falling down four months later, and the patient was revised. Upon explantation, it was found that a part of the rim of the poly liner was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.